Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative indicated that the patient¿s wife¿s last name is (B)(6). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient¿s wife via the manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for multiple back operations. It was reported that the rep was notified by the patient¿s wife that the patient was unable to recharge their ins. It was reported that the patient hadn¿t been using or recharging their device in a long time. The wife was informed that the ins was likely in an overdischarged mode. The rep was awaiting a call back from the patient to arrange for an appointment to troubleshoot the system. No surgical intervention occurred, and it was unknown if surgical intervention was planned but the rep indicated they would follow-up for more information. The event occurred on (B)(6) 2018. No further complications were reported/anticipated. Additional information was received from the manufacturer representative on (B)(6) 2018 reporting that the manufacturer representative and patient met on (B)(6) 2018 and confirmed the implantable neurostimulator (ins) had reached end of service (eos). The patient met their health care provider (hcp) today and the patient was referred for replacement. The issue was not resolved at the time of the report. No further complications were reported.